Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was seen by a hcp on (B)(6) 2017 and had a follow-up appointment six weeks after that. To resolve the issues, they were using catheters when needed. The jolt was due to programming and they did not have a uti. They were going to do different programs. It was noted that they didn't have a uti, just interstitial cystitis. The cause of the leg stimulation and jolting was faulty programming. They noted that everything was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was seen by a hcp on (B)(6) 2017 and had a follow-up appointment six weeks after that. To resolve the issues, they were using catheters when needed. The jolt was due to programming and they did not have a uti. They were going to do different programs. It was noted that they didn't have a uti, just interstitial cystitis. The cause of the leg stimulation and jolting was faulty programming. They noted that everything was resolved.